Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first firing of proximal pancreaticoduodenectomy procedure, they connected the reload to handle then the surgeon started firing to jejunum however the firing stopped on the halfway even the surgeon continued to push the center control button and noted that the device stapled the tissue by on 1cm of the proximal site. They replaced it with new reload and the procedure was completed. Then, for the third firing, surgeon fired the device with the new reload however could not. Surgeon noted that the staples slightly appeared from the staple pockets. They replaced by a new reload and the firing was successful. The surgical time was extended by less than 30 min. Oozing bleeding occurred as a result of the issue. There was no patient injury.